Event description:
It was reported that the 9800 system had a filament error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray controller board and the battery were replaced. The system was tested and found to be working as intended and put back into service.